Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed testing. Both sensors passed per specification with accurate readings. Unable to confirm the adhesive anomaly due to sensor being returned opened/used.

Event description:
It was reported that the customer had issues with four sensors. She received a change sensor alarm after two calibration errors because of issues with her sensor and blood glucose level readings. There was a 200 point different between her sensor and blood glucose reading. The needle from one sensor broke and the tape was not adhering to her body from another sensor. Her blood glucose level was not reported. She has a hernia binder that she uses during the day. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.